Manufacturer narrative:
Additional analysis confirmed that the pulse generator exhibited an intermittent display of high current drain, due to a discrepant integrated circuit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.

Event description:
It was reported that during a follow up the pulse generator exhibited a battery current measurement anomaly. The device was explanted and replaced.